Manufacturer narrative:
As of 1/27/2016 aso has not received information from the consumer or samples of device. Aso will make third attempt to communicate with consumer and follow-up accordingly. In addition, aso has reviewed records of biocompatibility tests for materials used to manufacture the same type of product.

Event description:
Consumer reported that when she removed the device, this tore several layers of the skin of her nose.